Event description:
The customer reported: the tip of the knife is damaged. There was no pt harm. Additional info received: the knife's tip was blunt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).